Event description:
It was reported that during infusion with cadd cleo infusion set line was disconnected from site. This issue may lead to leakage of medication. There was patient involvement and no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.